Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause appears to be use related. The product returned for evaluation was a 5fr d/l groshong nxt catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 39cm and 40cm depth markings (4.4cm proximal to the suture wing). The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was longitudinally aligned, perpendicular to a preferential kink at the same location ¿ fracture edges which were rounded and polished due to repeated material wear ¿ an additional, longitudinally aligned, permanent kink impression was seen circumferentially opposite the split site and was a precursor to an additional split it appeared that the catheter had either been secured in an area which was susceptible to repeated kinking, or had otherwise been repeatedly kinked during use. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter leak was found when collecting the blood using red lumen. The operator had been performing flush twice a day.